Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified second right posterolateral segment. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres however on the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 1.0x10 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.